Event description:
Pt's one touch ultra meter was reported to be reading inaccurately high. Pt got high results such as 347 mg/dl and 424 mg/dl. Unk what symptoms, if any, the pt was experiencing. Pt's family member called the doctor for advice and was told to give oral medications. During troubleshooting, the control solution test failed twice. The test strips and control solution were opened less than the discard date. The test strips were in good condition. The meter coded correctly and the pt's testing technique was also correct. This case is reported as a malfunction since the control solution test was out of range twice.